Manufacturer narrative:
7/1/97-supplemental report #1 submitted to FDA.

Event description:
During a total abdominal hysterectomy procedure, the instrument did not open before it was applied on the pt. The surgeon applied another device successfully.